Event description:
It was reported that during a surgery, the blade guide sleeve and wire guide jammed together. The devices are still jammed and cannot be removed from each other. Helical blade coupling screw was not able to thread into the helical blade due to a disruption to the threads. Add'l devices were taken from another instrument tray. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual eval revealed wire guide is stuck in blade guide sleeve, cannot be disassembled. Cause for this cannot be determined. Front diameter of wire guide cannot be measured. Middle and back diameters are within specs. Visual inspection showed heavy marks of hammer blows at head of guide wire and it is not straight in the blade guide sleeve. Root cause is indeterminate, however, it cannot be ruled out that the guide wire was bent during an excessive insertion with a hammer which may have contributed to the jamming of the devices.